Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 spits the clips out from upper side, so it doesn't work properly. An allport device was used to complete the case. There was no consequence to the pt.